Manufacturer narrative:
Device not returned. Explants at implant are typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient's anatomy, and not a malfunction of the device. In this case, it was reported that the device was removed due to an improper fit. Unfortunately, the root cause of this event cannot be confirmed without the sample device and with the available information. No further actions are possible with the available information.

Manufacturer narrative:
A copy of the patient's op report was received which supports the original report of this event. It states, "on first separation from bypass, an eccentric jet of moderate, valvular aortic insufficiency was seen in the deep trans-gastric window. The patient was placed back on bypass and another, smaller bioprosthesis was placed in the aortic position." This time the valve appeared to function normally.

Event description:
In this case, it was reported that the valve was explanted at implant due to an improper fit. The device was replaced with another edwards prosthetic valve, one size smaller. Despite repeated attempts to obtain additional details regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve.